Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller through a system check, but no issues were identified. The customer replaced pump supplies and resumed insulin therapy.